Manufacturer narrative:
The field service engineer (fse) inspected the analyzer and noticed liquid in the pump area. The area was cleaned and dried. The fse transferred wash buffer, initialized the analyzer, and performed a run with no further observation of leaks. No leaks were found in any of the pumps or tubing connections. The analyzer continued to operate and generate results without error and with no further observations of smoke. The fse did not observe an obstruction in the waste manifold; however, it was suspected that the observed liquid may have been caused by ¿an overflow of the waste manifold due to foam coming up from the drain line at some work peak¿. A review of the analyzer service history was performed and no contributing factor on or around the date of the event was found and there were no subsequent contacts from the customer or additional tickets regarding smoke from the analyzer. A review found the 2020 ul certification memo contains adequate information noting abbott diagnostic equipment and accessories are certified to the appropriate safety standards, and adequate protection is provided for the operator against spread of fire from the equipment. The inspection of the i2000sr analyzer by service identified no evidence of fire associated with the system. The analyzer remained functional after smoke was observed and no repairs or part replacements were required. A review of tracking and trending did not identify any trends for the complaint issue. A review of tracking and trending for the architect did not identify any trends for the complaint issue. Labeling was reviewed and found to be adequate. Based on the investigation, no systemic issue or deficiency of the architect i2000sr processing module, serial: (B)(6) was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported a burning smell, smoke, and a possible leak on the right back of the architect i2000sr processing module. The customer was processing samples when the customer noticed it. No injuries or harm were reported.